Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, the cause of the display going black on the monitor could not be identified, as device was not returned . A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the monitor image goes black unexpectedly. Tac instructed the user to check the sleep mode in the system configuration. According to the user, when the unit was disconnected, reconnected and powered back on, color bars appear, then become distorted and horizonal lines will also be present. The screen will go black again. The user also attempted a new serial digital interface cable (sdi), which did not resolve the issue. Tac instructed the user to move the sdi to a different output but the issue remained. At the time of the call, the user was unable to resolve the issue despite troubleshooting. The user reported the device will be sent in for evaluation and repair. To date, the device has not been returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), the image on the high definition lcd monitor was black during an unknown diagnostic procedure. There were no reports of patient harm associated with this event.